Event description:
The initial reporter contacted shiley to report a pt with a bjork-shiley convexo-concave aortic heart valve was scheduled for valve replacement surgery due to alleged endocarditis. According to an english translation of subsequent info rec'd from the pt's physician, the pt had two strokes as a result of "embolism on the heart on an old bjork valve." The bscc valve was replaced and the pt survived surgery. Exam of the valve revealed "a fibrous clot and panus on the prosthetic".